Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a procedure with an incisor blade it was observed that one of two shaver blades produced metal shavings in the patient. Metal shavings were removed using an incisor plus blade. A back up device was used. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Visual assessment of the device confirmed the reported shedding. Examination of the blade showed debridement on the inner and outer blade surfaces. Visual assessment of the edgeforms using a stereo microscope indicates that the distal teeth of the inner and outer blade edgeform have been damaged. This tooth damage appears to have been caused by an impact which resulted in the observed shedding. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.